Event description:
Caller reported that the tandem mobi pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer support instructed caller to try another cable, which resolved the issue, and sent another cable via goodwill two-day shipping.